Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The suture was detached from the needle during suturing using needle-holder with the possibility of suture breakage. There were no adverse consequences to the patient.